Manufacturer narrative:
The lead will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Noise was able to be reproduced on the lead. Boston scientific technical services (ts) discussed a possible fracture and recommended a chest x-ray to assess the lead. No adverse patient effects were reported.